Event description:
During insertion on the same patient, the balloon burst, this happened twice with the same lot#.

Manufacturer narrative:
(B)(4). The device investigation is pending.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and passed qa inspection test. An actual sample was returned for investigation. It was reported that during insertion on the same patient, the balloon had burst. Visual inspection on returned sample observed the balloon already burst and there is slight of blood stain on tip of the catheter part. Further investigation was conducted by reviewing the balloon part under high magnification lens (dino lite) with 50x magnification on the actual samples. Based on pictures above, there was scratch marks observed on the balloon surface. It appears quite likely that the scratches had initiated the tear that led to burst balloon. This appearance is likely due to contact with sharp object during handling. In addition, based on complaint description the catheter was being inflated with 30ml of air, the catheter was intended and being validated only to use 10ml of capacity. Thus, the burst balloon also may subject to over inflation on the balloon. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out. Based on the investigation conducted on the actual sample, it is believed that the scratch mark found near the burst area has led to this complaint failure. Moreover, noticed that user has overinflated the catheter balloon. Therefore, this complaint could not be confirmed as stated.

Event description:
During insertion on the same patient, the balloon burst, this happened twice with the same lot#.